Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, the patient was found unconscious and transported to the hospital via ambulance. Upon arrival, a fingerstick blood glucose test showed a cgm reading of 40 mg/dl, while the bg reading was 570 mg/dl, indicating a discrepancy. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). Treatment included insulin therapy. The patient was discharged three days later. There was no documentation of additional medical evaluation or follow-up intervention. At the time of reporting, the patient was reported to be stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid on (B)(6) 2025. The data investigation found a difference in values that fall within the b zone of the parkes error grid on (B)(6) 2025. No additional patient or event information is available.